Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2006, the patient underwent a primary left knee arthroplasty with implantation of depuy pfc sigma products. The surgeon noted the following when cutting the femur with the chamfer cut and block cut, "to balance the flexion and extension gaps the femoral cut was made a little more posterior with a degree of tilt to avoid notching the femoral femur. Despite this a small notching occurred of the lateral anterior femoral condyle. This was felt not to be significant." There is no evidence of intervention after indicated notching. Task initiated to create a new pc to capture the event. On (B)(6) 2008, the patient underwent a left knee revision with tibial insert exchange to address pain, instability, decreased range of motion, synovitis, and swelling. The surgeon noted scar tissue surrounding the patella that was debrided. Revision is captured on (B)(4). On (B)(6) 2012, the patient underwent a second left knee revision to address pain, decreased range of motion, and stiffness. Revision is captured on (B)(4). Doi: (B)(6) 2006, dor: (B)(6) 2008, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.